Event description:
Right tunneled hickman catheter placed in the fall for chemotherapy. The line flushed with normal saline. A small pin-hole leak proximal to the clamp on the red port noted. The line was clamped. The line was changed nearly two months later. The patient did not experience any adverse effects as a result of this event.